Event description:
It was reported that a female who underwent an unspecified breast surgery with an unknown tissue expander breast implant experienced unknown-sided deflation post procedure. The issue was confirmed by the health care professional. As a result, patient underwent removal on (B)(6), 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 20 , 2022: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and leak test of the returned device. During the visual analysis of the returned sample cpx4 plus smooth medium height 350cc, no apparent damage or visual anomalies were observed. Leak testing was performed, in accordance with mentor procedures, and revealed a leakage, caused by delamination dome. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 11, 2022 indicated that the suspect device serial number is (B)(6), cat#: scpx117mh, date of implantation was on (B)(6) 2021, patient age at the time of event was 41 years patient ethnicity is african american. The patient right-side was affected. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).